Event description:
It was reported that the patient had their implantable cardiac defibrillator (ICD) and leads removed due to vegetation on the leads. The system was replaced two months later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2011. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).